Manufacturer narrative:
Evaluation summary: the device was returned, analyzed and analysis revealed that the device measured less than 80% of the expected l ongevity. The device had not reached elective replacement indicator (eri) but the longevity calculation equals 72%. The projected longevity at eri equals 75%.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device experienced possible early battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.